Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor was broken.

Manufacturer narrative:
H10 additional narrative: product complaint # ==> pc-(B)(4). Investigation summary ==> the device associated with the reported event was not returned for examination. The investigation could not verify or draw any conclusions about the reported event without the device to examine. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.